Event description:
It was reported that the right atrium ra lead was explanted due to no capture and out of range impedance caused by a lead fracture. Another ra lead was implanted. No patient adverse effects were reported.